Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the wash collar and the cc (cartridge chemistry) sample probe. The fse performed cc sample probe alignments, and still observed the leak from cc sample probe wash collar. The fse replaced the wash collar vacuum valve and the cuvette wash valve. The fse adjusted the low pressure to 9 psi and resolved the issue. The fse primed the cc sample probe and verified no further leaks. The customer ran quality control for verification. Failure mode was identified as a hardware malfunction. Multiple hardware parts were replaced, and the exact cause could not be determined. (B)(4).

Event description:
The customer reported a leak occurred while using a unicel® dxc 600i synchron® access® clinical system. The cc (cartridge chemistry) sample probe was leaking probe wash solution during the probe wash in the instrument. The leak was contained within the instrument. The operator wore a lab coat, eye protection and gloves while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.